Event description:
The peritoneal dialysis (pd) patient contact reported to fresenius that the patient has peritonitis. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient presented to the pd clinic after not feeling well for several days. No abdominal pain was reported, and the pd effluent was clear. The pdrn took a sample of the pd effluent and sent it for culture. The patient was diagnosed with peritonitis and initiated on antibiotics with intraperitoneal (ip) vancomycin 1g 3 times per week and ceftazidime 1g daily for 2 weeks. The pd cultures resulted positive for staphylococcus warneri and pseudomonas (no species identified). The final cultures had not been received. The suspected cause of the peritonitis was touch contamination. The patient had seen fibrin at the end of the pd catheter (not a fresenius product) and pulled it off. The patient did not require hospitalization for the event. The patient has continued to complete pd therapy during recovery.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the peritonitis and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for the event. The cause of the peritonitis was attributed to touch contamination when the patient pulled fibrin from the pd catheter. This is supported by the culture results with staphylococcus warneri which is a normal organism of skin flora. Based on the available information and no allegation or evidence of a cycler set defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the liberty cycler sets shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
The peritoneal dialysis (pd) patient contact reported to fresenius that the patient has peritonitis. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient presented to the pd clinic after not feeling well for several days. No abdominal pain was reported, and the pd effluent was clear. The pdrn took a sample of the pd effluent and sent it for culture. The patient was diagnosed with peritonitis and initiated on antibiotics with intraperitoneal (ip) vancomycin 1g 3 times per week and ceftazidime 1g daily for 2 weeks. The pd cultures resulted positive for staphylococcus warneri and pseudomonas (no species identified). The final cultures had not been received. The suspected cause of the peritonitis was touch contamination. The patient had seen fibrin at the end of the pd catheter (not a fresenius product) and pulled it off. The patient did not require hospitalization for the event. The patient has continued to complete pd therapy during recovery.